Manufacturer narrative:
Upon receipt to our post quality assurance laboratory the complete lead was returned. Visual inspection confirmed electro-cautery-damage to the lead insulation. Resistance and pressure tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations while an insulation issue was confirmed.

Manufacturer narrative:
Upon analysis, this event will be updated.

Event description:
Boston scientific received information that a repositioning procedure took place due to low pacing impedances, increased thresholds as well as loss of capture on the right ventricular (rv) lead. The patient also experienced a syncopal before the repositioning procedure. Visual inspection of the lead noted insulation damage and the physician elected to replace the rv lead.